Event description:
An ileus cas triggered by stent fracture in which patient died in the end. Description: on (B)(6) 2011: patient received stent implantation for biliary stenosis. Bd01007 was implanted with its end (1cm) toward the papilla. Patient was kept under periodic follow-up for CT scan about once in half a year. On (B)(6) 2013: ileus was confirmed as well as stent fracture. About 1cm was fractured and fractured part remained in intestinum ileum. Physician attributed stent fracture to the cause of ileus. On (B)(6) 2013: fractured part was retrieved and ileus tube was implanted instead. No problem admitted during follow-up. On (B)(6) 2013: patient died from carcinomatous peritonitis. Physician's comment: many calculus (stones) found to be attached to the retrieved stent, which is already discarded by the hospital. Stent fracture most likely occurred due to fatigue of metals by the weight of calculus. Patient death is not attributable to ileus, but carcinomatous peritonitis by pancreatic cancer progress.

Manufacturer narrative:
Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For patient information, we, (B)(4) and our distributor could not get more detail patient information because the hospital did not open the patient information such as weight.